Event description:
Reporter indicated that a patient had a paralyzed left vocal cord as a result of vns therapy. Diagnostic testing results were reported to be within normal limits. The device has been programmed off as a result of the vocal cord paralysis. Follow up with the patient's ent physician revealed that there was paresis of left true vocal cord with no significant voice or airway compromise at this point and he did not think there would be any reliable way to reobtain motion in the left vocal cord.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.